Event description:
It was stated that the insulin pump piston made a loud cracking sound during the bolus delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed outside of the specification range during the occlusion tests due to a faulty force sensor. Noisy motor was also noted. Problem isolated to the motor.